Event description:
During a colonoscopy, patient had a large polyp in the rectum. The initial snare used was connected to cautery with correct setting set and the patient was correctly grounded. Once snared around the polyp, the cautery did not work, and the snare could not cut through the polyp. The joules were set to 4. The snare was switched to hexagonal snare. The boston scientific representatives were present in the facility that day and were consulted. With the new snare, the polyp was successfully resected. No harm came to the patient. The procedure was successfully completed.

Event description:
During a colonoscopy, patient had a large polyp in the rectum. The initial snare used was connected to cautery with correct setting set and the patient was correctly grounded. Once snared around the polyp, the cautery did not work, and the snare could not cut through the polyp. The joules were set to 4. The snare was switched to hexagonal snare. The boston scientific representatives were present in the facility that day and were consulted. With the new snare, the polyp was successfully resected. No harm came to the patient. The procedure was successfully completed.